Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.

Manufacturer narrative:
This report is submitted on 21 february 2020.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to an unknown reason. Additional information was requested but has not been made available as of the date of this report.